Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the adhesive was a bit loose toward the top of the pod. When removed from the infusion site (abdomen), the pod's cannula was found bent. Skin irritation was also reported. As treatment, a new pod was applied and boluses were delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No bends nor kinks were observed to the soft cannula. No damages were observed to the device that would cause a failure to adhere. The cause of this event could not be determined. The device was inspected for damages that would cause irritation, and none were observed. The cause of this event could not be determined.